Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. Four gfe attempts were made to obtain this information without success. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a leak occurred and blood was noted inside the tubing. It was noted that the patient was on heart lung machine (hlm). While clamping the aorta, the surgeon damaged the iab. The iab was tested by starting with an internal trigger (standard during hlm) and it was determined that the iab was damaged. The customer checked the tube and pulled it. The iab was removed. The alarm log of the cardiosave intra-aortic balloon pump (iabp) noted a gas loss in iab circuit alarm. There was no patient harm or adverse event reported. This report is for the iab involved in this event. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-03782.

Manufacturer narrative:
Event site full name: (B)(6) the device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID: (B)(4).